Event description:
It was reported prior to routine generator change out that the atrial lead exhibited noise and high capture threshold. The lead was capped on (B)(6) 2023 and successfully replaced. The patient was stable and asymptomatic.

Event description:
Additional information received indicated that the noise was oversensed by the device.

Manufacturer narrative:
Correction: g3 should have been oct 10, 2023 not nov 1, 2023.